Event description:
Home pt reports becoming disconnected from pt line of homechoice set during apd treatment and drained onto bed. Home pt reconnected himself and continued with treatment. Per registered nurse, prophylactic antibiotics were administered next day and no pt injury resulted from incident.